Event description:
The valve was explanted due to an entrapped leaflet secondary to pannus ingrowth. The valve was replaced with another sjm mechanical valve(model 25mj-501, s/n unknown). Additional information has been requested.